Event description:
Customer stated that she suffered severe abdominal pains and was hospitalized due to diabetic ketoacidosis. Blood glucose levels were between 100-800 mg/dl at the time of admission. Customer was treated, then released. Customer stated that she had not been wearing the insulin pump for two years prior to this event. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.